Event description:
It was reported when using the unspecified bd pen needle, the user experienced the inability to deliver medication. The following information was provided by the initial reporter. The customer stated: it was reported that needle clogged during injection. Consumer reported patient end needle clog during injection. Consumer reported having to use multiple pen needles per injection to get entire dose of medication. Consumer unable to provide product description; consumer said it was nano pen needle but needle length was 5mm. Consumer does not have any samples to return for evaluation; stated she would never "endanger the safety" of her grandson by keeping product in the house.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.